Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an MRI procedure, the device went into backup/reset mode, disabling tachycardia therapy. The event was resolved through device reprogramming. The patient's condition was stable throughout event.